Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer "not producing image output " was confirmed, and further defects were detected. In total the following defects were detected: customer complaint identified. Leak between connector and cover. Signs of wear; parts must be replaced at customer's request. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that cause of the described error is the leak between connector and the cover of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the o-ring causes liquid to penetrate the blade, which affects electronics, and dims light. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the unit was confirmed to be operational upon delivery in (B)(6) 2025. During a training session on (B)(6) 2025, it was observed that the d-blade is not producing any image output. According to the customer, the unit has not been used since it was delivered. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).